Event description:
Patient was treated at hospital for hyperglycemia. Suspect device was being worn at the time. Family member reports they will speak with physician regarding dawn phenomenon. Device will not be returned for evaluation.